Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an attempted implant of this right ventricular (rv) lead the lead was checked outside the patient¿s body by extending first the helix and then approaching it to the interventricular septum using the septum stylet. The first position was at the middle septum and then helix was attempted to be deployed but it got dislodged, so the helix was retracted once, and then the same approach was performed again. The position was established and when attempting to extend the helix, only part of the helix was extended. Since the helix was unable to be extended after thirty rotations the lead was manipulated but the helix was still unable to be extended. The stylet was changed in to a straight one and when it was attempted to retract the helix. It was not possible to retract the helix thus it was determined that the helix was stuck. It was believed that the cause of the helix being stuck was due to the fact that the sheath was peeled out before the helix and thus retracted the helix. This resulted in the lead dislodging once the lead was inside the patient¿s body. There was no foreign object found that adhered to the helix when the lead was taken out of the patient¿s body. The lead was returned for analysis. No adverse patient effects were reported.